Manufacturer narrative:
Product analysis: misalignment was confirmed, and was resolved with calibration. Damage to the case was found. All damaged components were replaced. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus and cursor were misaligned. The programmer was returned for service. No patient complications have been reported as a result of this event.